Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. Tandem perform an investigation and no malfunction was observed. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023 at 12 o'clock in the afternoon, when the patient was preaching, the patient reported that he never got an alert for low blood sugar and passed out. Upon losing consciousness, the patient hit the cement floor which resulted in a broken ankle. The mentioned having signal loss which never hit the threshold of 20 minutes. The patient was not monitoring their blood glucose (bg) by finger stick during the period of signal loss. Before the signal loss and injury, he received a cgm value of 180 mg/dl. After the signal came back (which is less than 20 mins signal loss), the readings was around 40 mg/dl. There was no bg checked for the event. The symptomatic hypoglycemia was treated with soda and the patient recovered after treatment. At the time of the report, the patient's ankle was still broken. No product was provided for evaluation. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.